Event description:
The customer did not respond to inop alarms for a leads off condition. The telemetry device shut down after 10 mins in an inop state, and it is not clear how long it was off until it was noticed by the user.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.